Event description:
It was reported that the patient was not satisfied with the inflatable penile prosthesis (ipp) as there was a loss of penile length and could not ejaculate. The patient had not been able to regularly cycle the device as the pump had been placed posterior to the testicles. A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. There were no patient complications reported.

Event description:
It was reported that the patient was not satisfied with the inflatable penile prosthesis (ipp) as there was a loss of penile length and could not ejaculate. The patient had not been able to regularly cycle the device as the pump had been placed posterior to the testicles. A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 inflatable penile prosthesis (ipp) spherical reservoir was visually inspected, leak tested and examined using a microscope; no visual damages were found upon inspection. The reservoir passed the leak test performed. The ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in the proximal cylinder bodies. Both cylinders had a pinhole leak in the proximal cylinder bodies that was the result of a sharp instrument damage which probably occurred during the explant surgery. Due to this damage being consistent with explant surgery it will be considered a secondary failure. Both cylinders were not pressure test due to that leak was identified. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump passed all functional tests within required specifications. Product analysis was unable to confirm the reported event.